Manufacturer narrative:
The provided calibration and quality control data was acceptable. The patient samples were provided for investigation. Sample ids (B)(6) were found reactive with elecsys hiv duo. Further clarification was not possible due to insufficient sample volume. Sample ids (B)(6) were confirmed false reactive in the anti-hiv module of the elecsys hiv duo assay. Sample ID (B)(6) was found to be negative in elecsys hiv duo. Sample ID (B)(6) was determined to be true positive for anti hiv-1. Testing of a new sample from this patient is highly recommended. Sample ids (B)(6) were confirmed false reactive in the hiv ag module of the elecsys hiv duo assay. False positive results can occur per the assay specificity documented in product labeling. The investigation did not identify a product issue.

Manufacturer narrative:
The serial number of e801 #1 is (B)(6) and the serial number of e801 #2 is (B)(6). The serial number for e801 #3 was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 11 patient samples tested with elecsys hiv duo. The samples were tested on one of three cobas e 801 analytical unit analyzers, e801 #1, e801 #2, and e801 #3. E801 #3 is located at a second site. Please refer to the attachment for all patient data. The results measured with the elecsys hiv duo assay did not match results obtained with the abbott architect i2000 method and the bio-rad geenius method. A doctor at the facility indicated they are trying to switch from the abbott method to the roche method, but the correlations keep failing. Samples recovering values near the cutoff are showing up reactive with the roche method and negative with the abbott method.

Manufacturer narrative:
For sample ID (B)(6), the specific abbott architect result was 0.08 coi (non-reactive). For sample ID (B)(6), the specific abbott architect result was 0.11 coi (non-reactive). The elecsys hiv duo result for this sample was reactive.